Manufacturer narrative:
Patient identifier: (B)(6). The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data for architect stat troponin-I reagent lot 35628un22. The evaluation of complaint data for the product and likely cause architect stat troponin-I reagent lot 35628un22 did not identified increased complaint activity. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Historical performance of reagent lot 35628un22 was evaluated using worldwide data from abbottlink. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that the patient median result and the cal f rlu mean for lot 35628un22 are within the established limits, therefore, no unusual reagent lot performance was identified. A device history record review was performed on reagent lot 35628un22, which did not identify any issues. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot 35628un22 was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results on multiple patients. The results provided were: (B)(6) initial= 0.127 ng/ml (critical) /repeated= < 0.01 ng/ml /repeated on another architect i1sr65129= < 0.01 ng/ml. The customer corrected the falsely elevated initial troponin results. Customer reference range for troponin= 0.00 to 0.034 ng/ml. The patient was admitted to hospital due to falsely elevated initial troponin results. The patient did not receive any further treatment or medication due to the falsely elevated troponin results. Additional information provided on 31may2022: another patient (B)(6) initial result=0.298 ng/ml /repeated=<0.01 ng/ml /repeated on another analyzer= <0.01 ng/ml. No further impact to patient management.